Manufacturer narrative:
B1/b2 serious injury was added as required intervention was reported incorrectly on the initial report that was submitted. D4 serial was revised. D9 device was returned and date received was added as this was omitted from the previously submitted report. H6 code f1904 was reported incorrectly on a previously submitted report.

Manufacturer narrative:
Updated information: d1 brand name updated. D4 catalog number updated.

Event description:
It was reported that a patient implanted with an impella cp experienced ectopy including non sustained ventricular tachycardia and aberrant sustained ventricular tachycardia with right bundle branch block.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Arrhythmia/tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
B1: added product problem. H6: added code f1904. Additional information the customer experienced positional issues where it was repositioned multiple times by at least 2 practitioners over the course of treatment.